Event description:
Customer reported that the oxygen reservoir bag was detached from the device. Customer stated that the bag was new and had never been used. There was no patient involvement; the incident occurred during a training class.